Event description:
This spontaneous report was received on 07-mar-2015 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach floss unspecified (route dental, dose, frequency, indication, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the floss broke off easily. After an unspecified duration, the device was discontinued. This report had no adverse event. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
This foreign report is being submitted on 04-may-2015 for a device product that is considered same/similar to a us marketed device (reach floss unspecified). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on 07-mar-2015 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach floss unspecified (route dental, dose, frequency, indication, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the floss broke off easily. After an unspecified duration, the device was discontinued. This report had no adverse event. This report was considered a reportable malfunction in the united states. Additional information received on 22-apr-2015. The lot number was not reported and the field sample was not returned. Manufacturing related issues were reviewed for the past two years and no non-conformances or CAPA investigations were created during the review period that were related to the issue reported in this complaint (loose cutter). Based on the investigation conducted by the manufacturer and based on the unavailability of the field sample, the disposition for this complaint was undetermined. The analysis of product and category trend for this complaint will be managed through monthly trending process. Complaint trends will continue to be monitored. This report remained a reportable malfunction in the united states.

Manufacturer narrative:
This foreign report is being submitted on 01-apr-2015 for a device product that is considered same/similar to a us marketed device (reach floss unspecified). This closes out this report unless additional follow up information is received.